Event description:
The pt was admitted for a procedure in 2007 with a intermediate lesion in the proximal left anterior descending branch. The physician crossed a regatta guide wire to the lesion an inserted an intravascular ultrasound (ivus) catheter and observed ivus image. However, the ivus catheter was jammed during its pull back. Therefore, the physician withdrew the wire and ivus catheter. The physician found that regatta guide wire coil was frayed and almost cut off. Luckily, there was no pt injury.

Manufacturer narrative:
Additional info will be submitted upon 30 days of receipt.